Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, a broken wire was identified at the distal end of the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.